Event description:
Device 1 of 3. Reference MFR report number 1627487-2014-01272, 1627487-2014-01273. The patient received two leads (octrodes) with the same lot number and has two scs systems (off-label use). It was reported surgical intervention was undertaken on (B)(6) 2012 whereas leads were explanted and replaced due to lead migration or possibly ineffective stimulation. No further information has been made available. All possible leads are being reported. Please reference MFR report number 1627487-2014-21260 1627487-2014-21261, 1627487-2014-21262 regarding the additional leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.